Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the first firing of sub total gastrectomy, the surgeon tried to fire the device, however could not. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.